Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the patient was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The cause of emergency room visit as per health care provider was diabetic ketoacidosis and her oxygen level dropped. The customer is in induced coma because she stopped breathing. The customer's spouse was informed that we will document and hopes that she gets better.